Event description:
Medtronic received a report that the patient was undergoing treatment of intracranial thrombectomy for an internal carotid artery ischemic stroke. It was noted that the patient's vessel tortuosity was minimal. No IV tpa was contraindicated, and null number. The stroke onset to reperfusion time was unknown. The access vessel was the femoral artery, with 6mm diameter. It was reported that during the thrombectomy process, after the rebar microcatheter was in place, the surgeon was trying to deliver the thrombectomy solitaire fr stent, but the stent could not be pushed out of the catheter. After repeated attempts, it still could not be pushed out. They replaced it with another product and completed the surgery. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (b718493); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing thrombectomy to treat an internal carotid artery (ica) occlusion. Patient's vessel tortuosity was moderate. The devices were prepared as indicated in the instructions for use (IFU). The resistance occurred in the middle segment of the rebar catheter. It was noted that continuous saline flush was administered and maintained per IFU. There was no kink of other damage observed to the catheter or solitaire. The tip of the solitaire sheath was secured in the hub of the microcatheter. The cause of the resistance was not determined. The patient did not have any symptoms complications associated with this event. The patient was discharged and experiencing normal recovery. Stroke onset to reperfusion time was 8 hours.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.